Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. However, it was reported that, during follow-up performed approximately 13 years and 2 months post index procedure, it was discovered that the main body stent graft has migrated from its original position at the level of the lowest renal artery. It was reported that the stent graft remains opposed to the aortic wall. Per the physician the cause of the event is disease progression leading to neck dilation. No intervention was performed and the event is unresolved. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received reported that an intervention was performed. Heli-fx endoanchors were used to stabilize the migrated aneurx graft to prevent further migration. An endurant cuff was placed to the level of the renal arteries. Additional endoanchors were used to secure the endurant cuff and to secure the endurant cuff with the aneurx bifurcate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the exact cause of the reported migration could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for comparison. Films returned from 13 years post-implant revealed that the bifurcate was positioned ~15 mm below the lowest right renal artery and had likely migrated. The proximal od measured ~29 mm, 10 mm lower was 30 mm, and there was lack of proximal stent graft apposition. The neck just below the renals bulged out to ~35 mm; however, no clear proximal type I endoleak was observed as there appeared to be adequate seal along the lower portion of the aortic body. It appears likely that the stent graft migration (without any endoleak) was caused by disease progression; neck dilatation. If information is provided in the future, a supplemental report will be issued.